Manufacturer narrative:
Oxiris s has been temporarily approved for use in the us under emergency use authorization eua(B)(4) with a specific indication to treat patients with covid-19 infection. Facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small hole was observed at the "waste" (yellow) line of an oxiris s set during priming. A fluid leak was observed from the hole. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h3, h6 and h10. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The visual inspection of the provided picture showed a cut on the effluent line. The reported condition was verified. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.